Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material in the pebax of the device. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. Since reddish was observed in the pebax section, a scanning electron microscope (sem) analysis was requested, and it was found that evidence of separation between the sleeve and the electrode was observed. A manufacturing record evaluation was performed for the finished device 31151332l number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the magnetic sensor issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified reddish material in the pebax and a separation between the sleeve and electrode. During the procedure, a catheter magnetic error was observed. The device was changed to another one. No patient consequences were reported.